Event description:
According to the reporter: the bag is broken. Patient is in: good condition. There was no unanticipated tissue loss, no unanticipated extension of the incision by more than 1 inch, no unanticipated blood loss of 500cc's or more, and no delay in surgical time by more than 30 minutes due to the product's problem. No device fragment or component fell into the patient's cavity. No device fragment left in the patient.

Manufacturer narrative:
Additional information provided by the account in.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.

Event description:
Procedure: cholecystectomy. No device fragment fell into the patient's cavity.